Event description:
Technical services received a call on 12/29/2011 from sales rep. Thresholds and sensing are ok although impedance has dropped somewhat. Isometric testing shows no noise. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).